Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during reprocessing of the colonovideoscope, it was possible that the tighten water-resistant cap was not preformed. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the device waterproof cap may have been left unscrewed during cleaning. The root cause could not be identified. Based on the results of the investigation, there is a possibility that the waterproof cap was not secured before cleaning, and an inspection is requested. Details: possibility of water immersion, location: connector area, operation: cleaning, frequency: always although this is speculative, if the waterproof cap was not secured before cleaning, water may have entered during cleaning or disinfection, potentially damaging the interior of the endoscope. Additionally, water ingress may prevent cleaning and disinfection solutions from circulating properly, resulting in inadequate cleaning and disinfection. This incident is not due to improper handling or insufficient instructions from olympus, but rather a deviation from the instructions for use (IFU). According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU, and there is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.